Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Struts on rows 1 and 2 from the proximal edge were misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11/18/2009. It was reported that during a coronary drug eluting stenting treatment procedure, cross difficulties were encountered. The 3.50x28mm taxus liberte stent delivery system (sds) could not cross the unspecified target lesion. The procedure was completed with a different device. There were no patient complications and the patient's condition was listed as "good." However, the returned product analysis revealed stent damage.